Event description:
Information received by medtronic indicated that the insulin pump had a crack. Customer stated that blue line goes to the length of the screen which can be a damage. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the lcd screen (vertical blue line). The insulin pump was received with a vertical blue line across the lcd display (missing segments/partial display). The insulin pump passed the displacement test however, failed the self test due to missing segments/partial display. The insulin pump was cut open for visual inspection. Moisture damage was found inside of the battery tube, on pcba 1, and the lcd ribbon cable. Missing segments/partial display is due to moisture damage on pcba 1. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Missing segments/partial display is confirmed due to moisture damage on pcba 1. Cosmetic damage on the battery compartment and battery tube threads is also confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.